Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of above 700 mg/dl. The customer¿s blood glucose level at the time of incident was 500 mg/dl and current blood glucose level is 270 mg/dl. The customer was treated with manual injections for high blood glucose level. The customer was treated with IV fluid, insulin, thyroid medicine in the hospital. The customer stated that the insulin pump was broken. Based on customer report customer does not allege pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.